Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer called after completed surgery to report that when she has shutting down the system all arm turn on red led and error code 40068 was displayed. Prior to call technical support she has restarted the system but same behavior. System was not connected to onsite. Technical support engineer (tse) confirmed with caller ethernet cable was correctly connected on both sides which was the case. Tse guided caller to check if onsite indications were present on vision side cart (vsc) settings which was not the case. All onsite indications were gone from where they are supposed to be so issue pointing to a defective auxiliary video board (avp) board. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video board (avp) to resolved the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found in-house fa: in artemis, the errors 40068 and 310 were found means a non critical node is not present, missing node: avp1 and avp3, confirming the fault occurred in the field. Visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The avp was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. System was programed and started up without any error, onsite connection is present and data was uploaded. Ran 20x power cycles with this board, all passed. The avp remained on the test system in normal operation for hours, it performed without any errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.